Manufacturer narrative:
The electrode lot number was ahk 59 with an expiration date of 25-jun-2025. The field service engineer found the issue was consistent with a sample carryover or diluent issue. He replaced the sample probe, nozzles, and tubing and performed adjustments and decontamination. He replaced and conditioned the electrodes and replaced syringe seals and valves within the diluent flow path. He performed precision checks, ise checks, calibration, qc, and precision studies with results within specification. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit. One example was provided on an initial result of 155.8 mmol/l and a repeat result of 143.5 mmol/l. The repeat result from another analyzer was 143.6 mmol/l. The questionable result was not reported outside of the laboratory.